Manufacturer narrative:
Insulin pump alarmed failed battery test due to faulty battery tube. Insulin pump functioned properly after unplugging and plugging the battery tube connector into interface board. Insulin pump received with cracked case at display window corners, reservoir tube lip and battery tube threads. Insulin pump received with minor scratches on lcd window.

Event description:
It was reported that customer's insulin pump alarmed failed batter test. Customer's blood glucose was 8.2 mmol/l. Customer tried five different brand new batteries, but the device alarmed failed battery test. The battery cap and compartment are not damaged. Customer cleaned the cap and contacts with alcohol and inserted a new battery. The device alarmed again. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.